Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. Based on the condition of the returned products, the complaint is confirmed as the ring was bent as if the liner had been attempted to implanted and removed. Root cause could not be determined with information available. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly or deviation. (B)(4).

Event description:
During an initial hip arthroplastythe internal ringloc rim sheared and was bent due to which the poly could not engage.